Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The field applications specialist (fas) inspected the analyzer and cleaned the drain port and reference electrode acrylics which had salt. The fas also repositioned the sipper nozzle spring. Product labeling states "cleaning the ise (ion-selective electrode) drain port - to prevent accumulation of crystals and clogging of the drain port, you must clean the outlet of the ise drain port." The patient sample's clotting time was noted to be too short. The investigation determined the event was due to improper operator maintenance. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the cobas 4000 c311 stand alone system is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode and k electrode results from several patient samples tested on the cobas 4000 c311 stand alone system. This medwatch is for the k electrode assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the na electrode assay. The reporter provided two examples of discrepant results: sample 1: the initial k result was 6.4 mmol/l. The repeat result was 5.3 mmol/l. Sample 2: the initial k result was 6.5 mmol/l. The repeat result was 5.5 mmol/l.